Manufacturer narrative:
Evaluation confirmed the reported issue of shaft frosting. Vacuum sleeve failure caused the shaft to frost.

Event description:
During test mode, there was some shaft frosting but the "freeze zone" did not go up the shaft so this finding was not appreciated. Two minutes into first ablation cycle, it was noticed that the circle of skin around the probe was white and frozen; this was not the case for the other probe. The probe was shut off. Due to concern about getting an inadequate lung ablation, after the first cycle the probe was turned on at 30% and later to 50% with assiduous application of warm saline to the skin to keep it warm. The subcutaneous tissue felt hard like it was freezing even with reduced flow. On follow-up call the patient has developed a blister at the site of the probe with the frosted shaft.